Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the rca. It is reported that approximately 59 months post index procedure the patient expired. Cause of death is unknown.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure - (death). (B)(4).